Event description:
A patient reported they were unable to receive an accurate reading on their surestep meter due to their meter allegedly would only prompt "error 1" message. Patient reported no symptoms. There was no result on their meter as the patient was unable to test. Patient did compare the color on the test strip to the color chart; color matched a reading of 350 mg/dl. Treatment was not reported. No further information has been reported.